Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during clinical follow-up, a patient's implantable cardioverter defibrillator (ICD) was interrogated and showed backup vvi mode. Device was successfully restored to original setting. Device replacement discussed for (B)(6) 2019. Patient was stable.

Manufacturer narrative:
The reported field event of the device in backup vvi (bvvi) mode was confirmed. The device image indicated the device was in backup dfo. The device entered backup mode due to it getting two resets in a row too quickly because of a known mechanism that can be encountered when too many hv charges are performed in too short a period of time. The device was removed from backup mode and tested on the bench. No anomalies were detected.